Event description:
It was reported while testing for sars cov-2 false positive results were obtained. The samples were recollected, repeated on image ezplex covid-19 on cfx biorad platform and upon repeat were negative. The customer stated results were reported out, but there was no patient impact. Eua #: (B)(4).

Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# (B)(4)) lot 0248188 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported positive results on 6 samples (run #356, b4, b5, b6, b7, b8, b9) and when repeated only sample b5 was positive. Retest were done with another swab (thus not with the same sample), in another hospital of the same health company using image ezplex covid-19 on cfx biorad platform. Customer provided the run #356 from instrument ct1331 for investigation. Manual pcr curve adjudication was conducted across these 6 samples. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Considering the estimated high load for one sample (b05) as well as the low amplification curve observed for the other samples combined with the facts that the pcr curves look like true positive samples and that all positive results came from consecutive positions in the bd max, contamination by the customer during sample handling is suspected as the cause of the positive results. However, differences between this test and the repeat could also be explained by the difference in sensitivity between pcr assay/platform. Moreover, different swab of the same patient does not necessarily have the same viral load. Based on available information bd was unable to identify the cause. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 0248188. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. The samples were recollected, repeated on image ezplex covid-19 on cfx biorad platform and upon repeat were negative. The customer stated results were reported out, but there was no patient impact. Eua #: (B)(4).